Event description:
It was reported that the ht70 plus ventilator had an exhalation valve pressure issue. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The service engineer (se) inspected the device and found a disconnect in the luer lock and tubing connected to the airway pressure mounted to the main control board pcb causing an internal leak. The se reconnected the luer lock, uploaded software and performed calibrations and extended self-testing on the device and all tests passed.